Event description:
A pt reported blood glucose results of 198 mg/dl with a lifescan meter and 132 mg/dl on a lab device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. Pt also reported that they became unconscious and they were taken to the hosp by the paramedics. They did not report what the blood sugar result was at the hosp. They also did not report if they attempted to test on the meter before becoming unconscious. Medical affairs attempted unsuccessfully to reach the pt by phone. A letter is being sent as a second attempt to obtain more info.